Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). Patient reported for the last month to two months when they turn on the right side, the stimulation spikes up and it is stronger and they can turn it down but, on the settings it, doesn't show right side, it show the left and back. Patient stated they have an appt on (B)(6) 2026, at 8:45 am and they like to have the manufacturing representative (rep) present to check the implant. Agent confirmed patient did not have a fall or trauma. Agent reviewed reps role and recommend patient consult with healthcare provider office (hcp ofc) for next steps. Agent provided nas number for hcp ofc to call.